Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the under infusion, which was not reproduced during evaluation. The device passed all flow testing. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-00719 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric high flowrate test (800-ml) during preventive maintenance testing. It was also reported that there was no patient involvement.